Manufacturer narrative:
(B)(4). The recipient reportedly is no longer on medication for infection. The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a cut electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition produced one out of range impedance value. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. The recipient had wound dehiscence with some necrotic tissue. On (B)(6) 2017, the recipient was treated with IV cefazolin for several weeks. The recipient was hospitalized (B)(6) 2017. The recipient's device was explanted. The recipient's wound is healing.